Manufacturer narrative:
(B)(4). Investigation summary the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: can you please explain what is meant by ¿it stapled when closed the jaws which used 2 cartridges¿? Did the device activate without touching the firing trigger? Please explain: that is what she says¿ I¿m not really sure about this possibility but she told me it happened like that. She said it happened 3 times¿ but when testing the device with her, closing the jaws did not make the firing happen. If the device did activate was the firing cycle completed? Yes. If no, please explain. Na . If the device did fire, were the staples that deployed into the tissue in the proper closed b-shape formation? Yes. If no, please explain. Na . Is the current patient status known? After some days, patient seems okay. For those misfiring, she controlled the situation with some stitches. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Not for the moment no.

Event description:
It was reported that during a pneumonectomy, it stapled when closed the jaws which used two cartridges and an echelon because she stopped using it by fear of doing damages on the patient.